Event description:
This lead was implanted on (B)(6) 2012 and still remains implanted at this time. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). A call to technical services states that rep called by hospital that the device not working. Rep found that device was programmed to unipolar in all leads due to poor sensing in the rv but instead on programming split they programmed both the rv and ra lead to unipolar. By doing this the patient developed oversensing on the ra channel causing inappropriate atr. Rep programmed split and had rv as unipolar only. Patient was not symptomatic with the mode switching. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).